Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: - rupture: observed an opening through microscopic inspection assessed as surgical damage. No further actions are required as it is not related to the manufacturing process. None of the other observations performed during the device analysis (creases) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Patient reported "rupture". Healthcare professional later reported through company representative "ruptured". This record is for the right side. The device was explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported "rupture". This record is for the right side. The device remains implanted.

Manufacturer narrative:
Correction/clarification to h6 adverse event problem: un-reporting a050401 as the affected device is not saline. The event should have been reported as a0412 material rupture in the initial medwatch. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture additional, changed, and/or corrected data: b3, b5, b6, d1, d2a, d2b, d4, d6a, d6b, g2, g4, h4, h6, h11.

Event description:
Patient reported "rupture". Healthcare professional later reported "ruptured". This record is for the right side. The device was explanted.